Manufacturer narrative:
Model number/catalog number: 72404155, serial number: null, batch/lot number: 763841003, model/catalog description :reservoir 65 ml pc/iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During the procedure the existing seven year old device was removed and a new ipp was implanted. The previous device eroded through the right corpora but not through the skin. A leak was also identified in the junction between the cylinder and tubing. No information was provided about the patient's outcome. It was further reported that the onset of the symptoms was several months before surgery. Patient was said to be doing fine. No more information available at the moment. Should additional information become available, it will be provided.